Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the company representative (rep) thought that they were just doing a normal case; however, they will need to replace the catheter so it seems like something was going on. The rep reported not being at the case yet so the rep does not have much information at this time. No symptoms/patient complications were reported. 02-14-2022 (rep): additional information received from a company representative (rep) reported that the healthcare provider was not able to aspirate the catheter. The patient was then referred for a catheter revision. Once the pump was cut down, a dye study was performed and the catheter was aspirated successfully. No catheter revision was done. The rep stated that the cause of the event was hard to pin point. Of note, the patient suffers from severe anxiety and was all that was apparent for any external/environmental/patient factors that may have caused or contributed to the event. The patient's weight was not available. 02-16-2022 (rep): additional information received from a company representative (rep) reported that surgical intervention did occur. Once the pump was exposed with the cut down the surgeon then accessed the catheter access port. The dye study performed was negative and the catheter was patent. It was thought that the catheter was kinked because a prior dye study was done before the surgery from another physician. Once the dye study was negative, no further intervention was done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2022- product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) 12mg/ml at 1.81mg/day. It was reported that, earlier in 2022, the patient didn't feel like the pump was working to help their pain as well as it had the previous year. Earlier in 2022, two dye studies were completed. The first dye study was not successful and the second dye study was successful. The dates of these dye studies were unknown. On (B)(6)2022, the pump was relocated from the patient's back to their right abdomen. During this surgery, the catheter was also replaced. During the surgery, the doctor cut the catheter at the pump and saw retrograde flow from the catheter. The doctor decided to replace the entire catheter since he was relocating the pump. After the new catheter was placed, there was retrograde flow of the catheter. The doctor asked that the pump be bolused to observe drug dripping from the pump. Drug was seen dripping from the catheter connection on the pump. The pump was then connected to the new catheter and 1ml was aspirated from the catheter access port (cap) chamber. The pump was then updated with the new catheter informat ion. It was noted that the patient also had their spinal cord stimulator explanted and hardware removed from their lumbar spine from a previous fusion during this surgery. At the time of the report, the issue was resolved and the patient status was "alive-no injury". There were no known external factors that may have led or contributed to the issue. The event date was asked but was unknown. The patient's weight and medical history were asked but was unknown.

Manufacturer narrative:
H3; analysis of the catheter (hg3lrgr04) identified damage to the transition tubing and damage on the catheter body which was consistent with explant damage. The damage did not affect the performance of the catheter. H6: b21 no longer applies to this event. C21 no longer applies to this event. D16 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.